Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.01s. Lot number: 6945p49. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21-jul-2023. Manufacturing site: (B)(4). Expiry date:01-jul-2033.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a cranioplasty after subdural hematoma performed on (B)(6), 2023. During the surgery, it was found that the screw had not been contained in the package. The surgeon used another product with a different lot number and completed the surgery successfully with no surgical delay. No further information is available. This report is for one (1) matneu scr ã¸1.5 self-drill l4 tan 1u I/c. This is report 1 of 1 for complaint (B)(4).